Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 550 mg/dl. During troubleshooting, it was found that infusion set tape and sensor tape were not sticking and infusion set was falling out. Customer was educated on causes and prevention of tape and site adhering.